Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance was discovered. The lesion being treated was a 2.25mm; 70% stenosed; moderately calcified; mildly tortuous; 8mm long portion of the 1st diagonal (1st dx). The physician successfully treated the lesion with direct stent placement of a 2.25x8mm taxus liberte' study stent. Balloon withdrawal resistance was encountered, per the investigator the "balloon stuck to the stent." The procedure was completed with the device with no further complications. The patient was discharged on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.